Manufacturer narrative:
Customers received notification of the field action. Issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. The reported device was not returned to manufacturing facility.

Event description:
It was reported that allegedly the keypad door of the eleven large volume pump modules will be replaced. There was no reported patient involvement.